Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The cause of the access site bleeding- major issue cannot be determined since the complaint device not returned for investigation and no sufficient data provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 48-year-old male noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The patient experienced an access site bleed coinciding with impella support. The bleed was surgically treated, and support continued with the implanted pump.